Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10156886. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. For concomitant medical products and therapy dates: cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530/g11025); new stent (details unknown); new coil (details unknown); 2 microcatheters (details unknown).

Event description:
The surgeon chose an enterprise vrd and delivery (enc452212/10156886) to assist in filling coils but found that the stent could not be released. When he positioned the 2nd coil: cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530/g11025) he found that the coil had stretched. No adverse event on the patient. The procedure was for pcom. For the enterprise vrd and delivery (enc452212/10156886): an adequate continuous flush was maintained through the microcatheter. There was no difficulty during introduction of the microcatheter over the guidewire prior to attempted use of the device. There was no resistance/friction during advancement of the stent through the microcatheter. The microcatheter was not re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The device was not able to be deployed at all. The microcatheter and stent were removed as a unit and the stent was changed to another one to complete the procedure. There was no difficulty when withdrawing the stent/delivery wire from the vessel. For the cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530/g11025): an adequate continuous flush was not maintained through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was resistance when the coil was advanced. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil prematurely detached when it was removed. The microcatheter and coil were removed as a unit and the coil was changed to another one to complete the procedure.

Manufacturer narrative:
(B)(4) during a stent assisted coiling procedure using the enterprise vrd (enc452212/10156886) the stent could not be released from the unknown microcatheter. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The device was not able to be deployed at all. The microcatheter and stent were removed as a unit and the stent was changed to another one to complete the procedure. The microcatheter was not re-shaped. There was no difficulty when withdrawing the stent/delivery wire from the vessel. An adequate continuous flush had been maintained and there was no resistance/friction during advancement of the enterprise through the microcatheter. The device is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10156886. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the device for analysis and based on the available reported information, no conclusion can be made regarding the inability to deploy the enterprise vrd from the unknown microcatheter. With review of the device history there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. (B)(4) there was resistance when the cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530/g11025) was advanced through an unknown microcatheter and the coil stretched when it was positioned. Additionally it was reported that the coil prematurely detached when it was removed and the microcatheter and coil were removed from the patient as a unit and another coil was used to complete the procedure. It was reported that an adequate continuous flush was not maintained through the microcatheter and there was no resistance between the guidewire and microcatheter when accessing the target site. The coil was not used like a guidewire to reposition the microcatheter and coil entanglement with previously placed coils was not suspected to contribute to the event. The coil is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the cashmere coil system and unknown microcatheter a definitive root cause conclusion cannot be made. However, with review of the reported information advancement of the coil against resistance encountered with the microcatheter and not maintaining an adequate flush through the microcatheter are procedural factors that may have contributed to the event. The instructions for use outlines that maintenance of a continuous flush through the concomitant microcatheter is required when using the cashmere coil system. It is further cautioned that if unusual friction noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized, then withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. With review of the device history there is no indication of any manufacturing issues related to the event with identified procedural factors addressed in the instructions for use possibly contributing to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).